Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a date and time anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that after every battery change, she had to adjust the date and time. No troubleshooting was possible. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump gave an unexpected restart alarm after a battery change, causing to reset the date and time due to a faulty component on the interface board. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.